Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 278 mg/dl. The customer stated that the insulin pump started to beep 6 times, so he removed the battery and tried to reset the insulin pump but was unable to due to the button error alarm. He stated that the bolus and up buttons were intermittently responsive. He noted that he had begun experiencing the keypad issues several months prior. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.